Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The optech instructs user that: ¿should the need arise for hardware removal, the lag screw is extracted after removal of the hip plate through use of the large elastosil t-handle connected to the lag screw inserter and the connecting bolt. Lag screw removal assembly: assemble the large elastosil t-handle to the lag screw inserter as described in instruction above. The connecting bolt is inserted through the large elastosil t-handle and threaded into the lag screw.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, one of the probable causes could be improper interface between implants and instruments. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "during an extraction of an omega nail, the surgeon failed to remove the cervical screw." New information received on 01/22: when was/is the new intervention programmed ? The first surgery : (B)(6) and the second surgery : (B)(6). Were the implants finally removed ? Yes with the set omega + extraction universal.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "during an extraction of an omega nail, the surgeon failed to remove the cervical screw." New information received on 01/22: when was/is the new intervention programmed? The first surgery: january 8 and the second surgery: january 11. Were the implants finally removed ? Yes with the set omega + extraction universal.